Event description:
It was reported that the patient was admitted to the emergency department, where telemetry could not be established. Two days prior to admission, the patient heard a popping noise, then felt warmth and new tenderness in the device pocket. The alarm had been sounding for 2 days without magnet application. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: initial analysis found the device had no telemetry or output. Further analysis found arcing occurred in the charge circuit during a charge. The damage created by the overstress created a high current path across the battery causing it to rapidly deplete. The cause of the arcing could not be determined due to the amount of damage that had occurred.